Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it got wet. The customer's blood glucose level was 160 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
No button error alarm during testing. However the insulin pump had intermittent button response due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.